Event description:
Patient reported that her blood glucose levels were 432 mg/dl and that she was also not feeling well. The ambulance service was called and took her to the hospital. Once she arrived at the hospital the paramedics took her blood glucose and the results were 589 mg/dl. Patient was admitted to the hospital and put on a sliding scale of regular insulin injections with the device. She was discharged from the hospital in 2005 and was not given a diagnosis. The hospital physician recommended for her to contact internal medicine because she has not been with a daibetic doctor for the last 3 years.